Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was revealed that the patient's left ventricular lead exhibited high capture threshold resulting in failure to capture. It was suspected that the lead had dislodged. No intervention was performed at this time. The patient was stable.

Manufacturer narrative:
Correction -b1- "adverse event" should have been selected to reflect re-positioning. Correction -b2- "required intervention to prevent permanent impairment/damage (devices)" should have been selected. Correction -b5- should have been "the lead was re-positioned. The patient was stable." Instead of "no intervention was peformed. The patient was stable". Correction -h1- should have been "serious injury" instead of "malfunction".

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was revealed that the patient's left ventricular lead exhibited high capture threshold resulting in failure to capture. It was suspected that the lead had dislodged. The lead was re-positioned. The patient was stable.